Event description:
It was reported that the patient's seizure frequency began to worsen after having a fall. The patient was seen by the physician and found that there was high lead impedance. The patient has been implanted about two years and has been having good benefit from vns. X-rays and radiology note was sent in for review. The radiology note indicated the patient was also having pain in the neck along with high impedance after seizure related fall. Based on the x-rays received, the cause of the high impedance cannot be determined. Note that a microfracture or discontinuity in the portions of the lead that were not visible cannot be ruled out. The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient underwent full revision surgery. It was stated that pre-op diagnostics was performed confirming high lead impedance. The generator was then taken out of the pocket and the pin was removed and re-inserted. The impedance obtained was normal. The surgeon then proceed to replace the generator and connected to the lead and impedance obtained an impedance within normal limits. When the new generator was placed back in the pocket, there was high lead impedance. The old lead was removed and a new one was placed. The lead impedance with the new generator and new lead was within normal limits. There were no noted fractures on the explanted lead but some fluid could be seen in the lead the explanted products were returned for product analysis.

Event description:
Product analysis for generator was completed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. Based on the data obtained from the generator, the high impedance began at an earlier date than when it was found. There were no performance or any other type of adverse conditions found with the pulse generator. An analysis was performed on the returned lead portions and lead fracture was confirmed. The reported fluid leaks breach in outer and inner tubing wall was not confirmed in product analysis. During the visual analysis of the returned 390mm portion the (-) green electrode quadfilar coil appeared to be broken approximately 22mm from the electrode bifurcation. Scanning electron microscopy (sem) was performed on the connector end of the (-) green electrode quadfilar coil break (found at 22mm) and identified the area on two of the broken coil strands as being mechanically damaged which prevented identification of the coil fracture type with residual material and no pitting. The area on the remaining broken coil strands was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the stated allegations of fracture of lead/high impedance.